Manufacturer narrative:
Additional information received: the specific subtype of the type iii endoleak could not be confirmed. It was noted that there is no allegation involving the (B)(6) stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the treatment of a 290mm complicated type b aortic dissection. It was reported that the (B)(6) stent graft was first deployed in the supra celiac segment in the distal thoracic aorta to address the primary entry tear and exclude the false lumen up to the celiac artery . A (B)(6) was implanted proximally into the replaced ascending aorta. Post deployment angiogram showed a type 3 endoleak, which was treated with a (B)(6) overlapping (B)(6), resolving the endoleak. Per the physician the cause of the event is cannot be determined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the underlying cause and the exact subtype of the endoleak could not be conclusively determined. Only a single imaging viewpoint (a-p) was available in the provided video, which limited accurate characterization of the endoleak. A type iiia (separation) endoleak appears unlikely, as there appears to be sufficient overlap between the stent grafts. While a type iiib fabric-related endoleak cannot be ruled out, this subtype is unlikely to occur at the index procedure. Furthermore, no calcification was observed that could have contributed to an acute fabric tear. A type IV endoleak due to graft porosity is also possible. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer and have been exacerbated by slight fabric stretching resulting from the stent diameter expansion in the area. Factors such as heparin dose, outflow resistance may have also contributed to the observed finding. Relining of the stent graft would likely resolve either a type IV or a type iii endoleak. Product analysis the device was received with the external slider partially retracted and the tip capture release handle locked. The stent graft had been deployed prior to receiving the device and was not received alongside the device. Deformation was evident to the proximal end of the strain relief and along the graft cover. A kink was evident at the distal end of the graft cover. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.